Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was brought into clinic for further evaluation of merlin.net transmissions. Upon interrogation, it was noted small artifacts appeared during biventricular paced events. It was unclear if it was a sensing anomaly or loss of capture. Programming changes were attempted. There was intrinsic activity during automatic mode switch, but no intrinsic signal seen during potential loss of capture. It appeared that capture was not being identified on the electrogram. Threshold testing was performed and the patient was having successful capture. The patient was asymptomatic.